Manufacturer narrative:
(B)(4). More information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that during patient treatment, one of the two co2 absorber bypass valves in the anesthesia workstation came loose when the staff attempted to replace the co2 absorber. The patient was ventilated manually until the co2 absorber bypass valve was repositioned and the new co2 absorber had been mounted. The patient was then ventilated normally via the anesthesia workstation without further issues. There was no patient harm reported. (B)(4).

Manufacturer narrative:
(B)(4): the investigation of the reported issue has been finalized. The co2 absorber valve is held in place by a bayonet fitting in the patient cassette. The co2 absorber valves are removed by the user during cleaning and assembled on the patient cassette after the cleaning. The absorber valve was refitted by our representative who was present, and the anesthesia workstation was put back in use. Our conclusion, which is based on prior investigations of complaints with similar faults, is that the reported event may have been caused by the co2 absorber valves not being correctly assembled by the user after cleaning. Based on the above conclusion, the sealing between the co2 absorber valves and the patient cassette have been improved to assure that the valves are held in place when changing the co2 absorber. The improved co2 absorber bypass valves have been implemented in the production line, and as a spare part and in the 12 months maintenance kit. An update of the cleaning adapter kit in stock, with information and a tool for disassembly and assembly the absorber bypass valves after cleaning, to assure that valves are correctly fitted to the patient cassette has been implemented. The reported co2 absorber bypass valves were manufactured prior to the redesign.

Event description:
(B)(4).